Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Successfully downloaded history files, traces using thump. No unexpected no delivery/occlusion alarm or motor error alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (22.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Cosmetic damage found on the pump case. No current code/category was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event and insulin pump was not working. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: bg's not going down after a bolus is given document treatment for high bg: bolus document type of diabetes: type 2. The event involved product(s) mmt-342, mmt-1884, mmt-431ag. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. It is unknown whether the customer will continue using the insulin pump. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.